Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed eight scissored clips. In addition the device locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored while the surgeon attempted to clip the duct. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was procedure date (B)(6) 2014 (you entered (B)(6) 2014)? Was alert date (B)(6) 2014 (you entered (B)(6) 2014)? Was cholangiogram done on procedure? Follow up received from rep: the dates were for september. (B)(6) 2014. Information on cholangiogram not available.